Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed an infection at the device site. The patient was treated with antibiotics and the device remains in use. The patient is a participant in the monitoring in (B)(4) clinical study. No further patient complications have been reported as a result of this event.